Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient stated that they wanted to check if their implant is still working. The patient stated that they were unable to urinate last night, and had to push on their bladder to do so. The patient also stated that it seems like the stimulation will be on for like 10 minutes then they don't feel it anymore. The patient stated that they are able to on their spinal cord stimulator and stimulation was noted on at 1.0. The patient stated that it feels like it is going on when increased and then off after a little while. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they had their interstim since oct of 2000. The patient have never carried the remote with her because they have always have the same amount of stimulation. The patient visited a urologist where they ran through different stimulation patterns proved to patient it was working. They recommend replacing this device since it will be eleven years old on (B)(6)2019. The patient had not changed anything prior to it . It was not stimulation her to urinate. The only think they can think of was either the battery was going dead or they went through a theft -detector device that turned it off. Usually the theft detection devices increase the stimulation.